Event description:
It was reported by the end user that, the cs300 intra-aortic balloon was not working and observed a fault log of blood detected.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm observed "blood detected" in the log. The top cover was removed and blood contamination was observed in the blood detect tubing (0008-00-0312), purge assembly (0104-00-0026), iab fill lure (0103-00-0398-01), crm (0997-00-0986-01) and safety disk (0997-00-0985-01). All blood contaminated parts were replaced. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).